Event description:
The following was reported to datascope on 4/16/1999: the pt was iab dependent. The balloon was inserted transthoracically in the o.r. Blood was then noted in tubing. The iab was removed. It was reported that as a result of the event on 3/13/1999, pt went onto expire on 3/13/1999.